Event description:
A malfunction was reported with code malf 9. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the task. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if any further issues arose.